Event description:
It was reported that during implant procedure when interrogating this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during interrogation. The device will be returned for analysis. The device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that during implant procedure when interrogating this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during interrogation. The device will be returned for analysis. The device was never in service. No adverse patient effects were reported.